Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy a "failed fiber optic sensor" alarm was generated. The medical staff disconnected the fiber optic iab and connected an alternative pressure line. Therapy continued successfully without iab replacement. There was no reported injury to the patient.

Manufacturer narrative:
Device evaluation: the product was returned with the membrane completely unfolded and blood on the exterior of the catheter. One kink was found on the catheter tubing near the y-fitting approximately 75.7cm from the iab tip. A sensor output test was performed and a pressure reading could not be obtained. The technician then used an optical light to detect any breaks in the sensor's optical fiber and a break was observed within the y-fitting. The optical fiber was found to be broken, confirming the reported problem. It is difficult to determine when or how a break in the fiber optic occurs. However, a kink in the catheter can cause the fiber optic to break resulting in no signal or the inability to calibrate it. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy a "failed fiber optic sensor" alarm was generated. The medical staff disconnected the fiber optic iab and connected an alternative pressure line. Therapy continued successfully without iab replacement. The indication for use was left main obstruction and prophylaxis. There was no reported injury to the patient.